Manufacturer narrative:
(B)(4). There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the nonfunctioning leaflet cannot be determined. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the patient¿s nonfunctioning leaflet and subsequent chf was caused by the ¿clear string¿ that was inadvertently wrapped around the thv during the tavr procedure. Ref. Mfg report number 2015691-2017-01293. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately two months post deployment of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the patient was having worsening heart failure symptoms. Echo showed "something but nobody knew what it was". The patient was scheduled for surgery. During surgery, the physician found a ¿clear string¿ measuring (1mm wide and 17cm long) wrapped around the thv. The foreign body was keeping the thv leaflet open, which resulted in the patient's moderate to severe central ar. The foreign material was removed. The implanted valve was not damaged and the patient¿s ai resolved. The patient was stable at the end of the procedure. Additional information provided by the territory manager that was present during the case, confirmed no issues during the initial valve implant procedure. There had been no unusual resistance noted during the advancement of the delivery system/valve through the sheath and no damage was noted on the delivery system/sheath upon removal. Note: this report pertains to the implanted valve.

Manufacturer narrative:
Event clarification: additional information provided by the cardio thoracic surgeon who followed the patient from tavr placement to the removal of the foreign object indicated that immediately after valve deployment, an abnormality was seen on echocardiogram. The valve was functioning properly, however there was question of dissection vs a thrombus. Dissection was ruled out with further echocardiograms and CT angiogram. The patient was started on anticoagulants in the hospital, which were continued as an outpatient. The area of concern did not change with anticoagulants and the patient was seen back in the physician's office multiple times with repeated echocardiograms. The patient was not experiencing signs or symptoms of heart failure. Trivial regurgitation of the prosthetic aortic valve and trivial peri-prosthetic aortic valve regurgitation were noted via echo on pod35. The patient elected to undergo surgical removal of foreign mobile mass from the ascending aorta on pod58. The material removed resembled ¿clear string¿ and measured 1mm wide and 17cm long; it was thought to be from the esheath used during the implant procedure. The implanted valve was not damaged. The patient was stable at the end of the procedure.